Event description:
It was reported to nova biomedical that a consumer's grandmother tested her granddaughter and received a result of 215 mg/dl on their blood glucose meter at 2:09pm. The consumer's mother bolused an unknown amount of insulin for her daughter. At 3:00pm the consumer experienced a hypoglycemic event which did require medical intervention. In the emergency room the consumer was tested getting a result of 31 mg/dl on the unknown hospital blood glucose meter. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.